Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The physician elected not to perform any intervention due to the patient's condition. The lead remains in use. No patient complications have been reported as a result of this event.